Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ceramax insert fractured on impaction.

Manufacturer narrative:
Examination of the returned device confirms the reported material fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Conclusion and justification status: the complaint states (B)(4) insert fractured on impaction. A review of manufacturing records and complaints databases did not identify any anomalies. The returned product was transferred to ceramtec and a report was received stating that due to the misalignment there were point contacts between the metal shell and the insert which initiated the fracture. The complaint shall be closed to user error; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.